Manufacturer narrative:
From the device history record, lot number f94378 was manufactured from 26th feb to 02nd mar 2020. No exception was recorded in the device history record that could lead to the reported incident. A review of the device history record for recent 12 months, no abnormalities were found. No sample was available for this investigation. According to supplier, the or towel is made of cotton. The suction process was performed before product final folding, and operators do it according to standard operation procedure (sop) requirements. Linting test method and acceptable criteria was stipulated to see the suction results (=0.38 g/10 pieces). They checked their retained sample, the linting test result is 0.112 g / 5 pieces. From the investigation, there were no abnormalities found in production and all linting test data were within the acceptable range. Therefore, the root cause could not be determined. There is no action taken at this time, however, we will continue to monitor the trend of this type of incident.

Event description:
Based on information received by the customer, lint from our or towels was reportedly drawn up in the flush syringe. There was no injury to the patient, the lint was found prior to affecting the patient.